Event description:
It was reported to philips that the system did not turn on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite, opened the m cabinet, and saw that no indicators were on. Upon troubleshooting, fse confirmed that the system failed to turn on due to a faulty power supply in the machine room, which prevented power distribution to the units. The pdu fantray was sent to philips for further analysis, which confirmed that the defective power supply (psu1) caused the failure of the pdu fan tray. The fse replaced pdu fantray and dcps. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.